Event description:
On (B)(6) 2026, the user reported that on an unknown date they experienced hypoglycemia with a blood glucose value that was unknown. The user was able to treat the low blood glucose with oral glucose and glucagon, with assistance from a caregiver. The user was treated by emergency medical services and did not require hospitalization.

Manufacturer narrative:
The manufacturer became aware on 07-jan-2026 that the user experienced a hypoglycemic event on an unknown date that required emergency medical services intervention. Limited information was available because the user could not recall the exact date or blood glucose value at the time of the event, and multiple follow-up attempts were unsuccessful. According to the user, emergency medical services treated the event with oral glucagon and oral glucose, and the user¿s blood glucose returned to range without transport to the hospital. An investigation was conducted based on the available user report. Due to the absence of device data corresponding to the event date and limited clinical details, the cause of the event could not be definitively determined, and no confirmed device malfunction was identified. It was concluded that the event remains undetermined due to insufficient information. If additional information or device data becomes available, a supplemental report will be submitted.